Manufacturer narrative:
No parts have been received by the manufacturer for evaluation and no medtronic representative has traveled to the site, thus no further analysis possible.

Event description:
A site representative reported that the cat5 network cable between the mobile view station (mvs) and image acquisition system (ias) was damaged. There was no patient present when this issue was identified. No additional details were provided.